Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Reaction was located on the abdomen under the adhesive, and described as raw looking, red, and irritated. Affected are was treated with mupirocin 2% ointment 22 grams prescribed on (B)(6) 2015 for a previous reaction with a pump. No additional patient or event information was provided.